Manufacturer narrative:
On 04/12/2016 - we were notified by (B)(6) of the correct model/serial number. The complaint is still unknown. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that forces applied during the surgery contributed to this observation. Furthermore cuts in the insulation and deformations of the outer conductor coil were observed which occurred most likely during the explantation procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was returned without documentation from boston scientific. The serial numbers on the lead are unreadable. Should additional information be received, this file will be updated.